Event description:
It was reported that during use of the pump, the user was unable to obtain either direct or slaved waveforms. Therefore, the iab had no trigger. The patient was transferred to another pump without any complications.